Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the cartridge chemistries (cc) sample tubing on the unicel dxc 600 synchron clinical systems. No results were generated in this event. Patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) went to perform a preventive maintenance (pm) and noticed the tubing was leaking after install. The fse replaced the tubing with the original tubing on the instrument. Upon recur, the hardware failure could cause erroneous results on any or all cartridge chemistries (cc), including pivotal chemistries. Treatment could be initiated or withheld based on the erroneous results of pivotal chemistries that may cause or contribute to serious injury to the patient. A clear root cause for this event has not been determined.